Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a ECG malfunction. The flight nurse from univ of (B)(6) air transport team described an issue with a cardiosave balloon pump from last week. Patient was picked-up on a fiber optic catheter (size not remembered). After switching patient to their cardiosave, they pushed start and pump went through its normal sequence and started pumping but no art line or numeric were displayed. Customer confirmed fiber optic cable was plugged-in and calibrate pressure was displayed. Customer pressed calibrate pressure key to invoke manual calibration while pump was pumping and subsequently art line and pressure indices were displayed. No further issue was reported and patient successfully transported without any additional issues or concerns.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a ECG malfunction. The flight nurse from univ of cincinnati air transport team described an issue with a cardiosave balloon pump from last week. Patient was picked-up on a fiber optic catheter (size not remembered). After switching patient to their cardiosave, they pushed start and pump went through its normal sequence and started pumping but no art line or numeric were displayed. Customer confirmed fiber optic cable was plugged-in and calibrate pressure was displayed. Customer pressed calibrate pressure key to invoke manual calibration while pump was pumping and subsequently art line and pressure indices were displayed. No further issue was reported and patient successfully transported without any additional issues or concerns. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be moved to the investigation stage, if additional information is received or the part becomes available the complaint will be processed accordingly. H3 other text : repair service not done.